Manufacturer narrative:
The returned stylet was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the stylet wire was broken 2.0 cm from the proximal end. No longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that after implanting the lead, the stylet was pulled out and the head of the stylet (the white end) was torn off, exactly at the end of the lead. It was not possible to remove the guide wire, so the operation was paused, the lead was removed, and a new lead was placed. It was noted the lead was specifically designed for the patient. The patient was alive with no injury. No patient symptoms/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional information clarified that the lead was not specifically designed for the patient, but the lot number was specifically selected to prevent duplication in the study protocol. There were no known contributing factors to the event, and it was noted the surgeon was very experienced.